Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the heat and moisture exchanger (hme) to be saturated with water and occluded. The se replaced the hme and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator stopped cycling. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.